Event description:
Patient reported left side rupture. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening assessed as fold flaw opening. Additional observations: ¿ observed stress marks on the device assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed.

Event description:
Patient reported rupture diagnosed by ultrasound and CT scan. This record relates to the left side. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture to an unknown side. Device has been explanted.

Event description:
Patient reported rupture diagnosed by ultrasound and CT scan. This record relates to the left side. Device has been explanted and replaced with non-allergan brand.